Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that thromboembolism occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). A thromboembolism from the left ventricle impaired blood flow in the lower extremities resulting in amputation of a toe. The patient was instructed to resume warfarin.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.